Manufacturer narrative:
Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the dual display of the cns (central monitoring station) will not work.

Manufacturer narrative:
(B)(4). The customer reported that the dual display of the cns (central monitoring station) will not work. The nihon kohden technical support specialist had the customer perform the following steps, after which the issue was resolved: turn cns completely off. Unplug secondary display. Power on cns. Adjust for single display, check display setting for 1280 x 1024 resolution. Turn off cns. Plug in secondary display. Power on cns. Adjust for dual display (check 2 display to extend windows to this display). Restart cns (start menu, shut down, restart). Cns software should automatically start. Once in cns software go to monitor settings and set for dual display.